Event description:
The hospital recently switched from the clave to the maxplus clear valve. Report rec'd that when drawing blood, blood continues to drip from the valve after the syringe is removed. No pt or staff harm reported. Customer stated that product would not be returned because product was discarded. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). The customer's report of blood drips after syringe removed from valve could not be confirmed due to the product was discarded by the customer. The root cause of this failure could not be identified.